Event description:
Customer was unpacking a box of supplies. When she removed the bag from the box, the cidex dripped on her hand and clothes. (Apparently the cidex was damaged in transit and the shipping co placed it in a plastic bag and tied a bow at the top). She did not realize that this was a chemical until she recognized the odor. A physician in the office where she works looked at her hand and advised hydrocortosine cream. Follow up phone conversation indicated that she was fine. The bottles of cidex was disposed of immediately after this incident, therefore, the lot number was not available.